Event description:
Report received of no audible alarm tone while on the low volume setting. During routine preventative maintenance testing by the user facility's biomedical engineer, the device did not sound an audible alarm tone while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use.